Event description:
During surgery, it was found upon opening the package just before attaching it to the instrument that the hook cannot be seen in the window of the hannsonn pin. The surgeon decided that the hook may not come out thus a backup product (same size) was used instead.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.